Manufacturer narrative:
The device history record (DHR) review could not be completed as the device lot details were not provided. The only data that was provided to the investigation team was a single image that was taken by smartphone. The image showed the complaint device which was implanted in the mid superficial femoral artery (sfa) in the left leg. The length of the implanted device could not be determined but appeared to be a longer stent. It can also be seen in the image that the complaint stent overlapped with an additional bm3d device placed in the distal sfa. The complaint stent was observed to have some distortion in the stent pattern located in the proximal region of the stent. A stent fracture could not be confirmed from the image provided. The single image did display significant vessel calcification along the length of the bm3d device. Multiple efforts were made to obtain additional information regarding this case in order to determine the root cause of this complaint, but no additional details were provided. The complaint investigation was categorised as a distorted stent pattern and a cause category could not be assigned and remains unknown. Sections b.5., g.3., h.6., and h.10. Have been updated.

Event description:
On (B)(6) 2022, a physician identified that a biomimics 3d (bm3d) stent implanted in (B)(6) 2022 was found to be 100% occluded and had several stent fractures. The physician was unable to successfully cross the occlusion as the occluded stent could not be reopened. The patient outcome was reported as unknown. Additional information was sought but not provided.

Manufacturer narrative:
The complaint investigation is in progress. Any additional information received will be provided in a supplemental report.

Event description:
On 22-feb-23, a physician identified that a biomimics 3d (bm3d) stent implanted in (B)(6) 2022 was found to be 100% occluded and had several stent fractures. The physician was unable to successfully cross the occlusion as the occluded stent could not be reopened. The patient outcome was reported as unknown.